Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. The device was explanted and replaced. Upon explant it was identified that there was fluid loss in the system. No further patient complications were reported.